Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A field service engineer reseated drawer 2-1 and 2-2 connectors to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es failed drawer 2.1 and 2.2. The customer reported that there a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.